Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No button error alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump did not turn on and had a blank display. Customer mentioned noticing condensation under the display. Customer stated that the insulin pump may have been exposed to sweat and water while playing volleyball. Customer stated that the insulin pump kept turning off and on and the bolus button was not working. Customer also stated that there were cracks on the screen. Customer's blood glucose reading at the time of the call was 154 mg/dl. No further information reported.